Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified as a white screen. The device was found out of specification in relation to the reported grey screen which was reproduced at device power up and found to be caused by two depressed battery pins on the rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a grey screen. There was no patient involvement associated with this event. No additional information is available.